Manufacturer narrative:
Additional information: g3, h3, h6. Arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2022 by international orthopaedics titled ¿fixation of patella fractures with metallic implants is associated with a signifcantly higher risk of complications and re-operations than non-metallic implants: a systematic review and meta-analysis¿. The study reviewed two-hundred ninety-six (296) patients who underwent patella fracture fixation using arthrex fiberwire and fibertape to address bone fractures. During the eighteen (18) month follow-up period, eighty-nine (89) patients experienced complications. The complications listed include soft tissue irritation, wound infection, delayed wound healing, infected hardware, loss of reduction, non-union, reduction in rom, occasional pain, painful wires, implant breakage. It is unknown at this time which of these complications occurred following procedures that utilized the arthrex devices, as the data provided was from a meta-analysis of 7 studies, and arthrex devices were not utilized in all 7 studies. Ref: edoardo, m. Et al. Fixation of patella fractures with metallic implants is associated with a significantly higher risk of complications and re-operations than non-metallic implants: a systematic review and meta-analysis. International orthopaedics 46, 2927-2937, doi:10.1007/s00264-022-05565-0 (2022).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.